Event description:
The customer reported "inaccurate etco2 reading" on the rad-97. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned rad-97 was evaluated. The device passed visual inspection and functionality testing. The device was able to obtain measurements for all enabled parameters and no product performance issues related to etco2 measurement were identified. The device was determined to be functioning as designed. Health effect impact code: no adverse event; no patient impact. Submission was delayed due to masimo identifying unauthorized activity on the company's on-premises network. Upon detection, masimo activated its incident response protocol and incident containment measures including proactively isolating impacted systems, which resulted an inability to access our electronic complaint files preventing us from submitting mdrs on time.